Event description:
This lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2012 due to an unknown product performance issue. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)